Manufacturer narrative:
(B)(4). The sample is reported to be available but has not been received for evaluation. If additional information becomes available or the sample is received, a follow up report will be submitted. This device is distributed outside of the united states (u.s.); therefore, it does not have a u.s. 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the u.s.

Manufacturer narrative:
(B)(4). A companion sample was returned to the plant for evaluation. The reported condition of "leaking" was confirmed. A batch review was performed finding that no exception/non-conformance reports were documented for this lot in relation to the reported condition. The reported issue was caused by a lack of sealant during the manufacturing process.

Event description:
The customer contacted baxter to report 05 eva bag-500ml that were leaking. The bags that presented leakage are not available for evaluation. No patient involvement/injury reported. This is report 5 of 5.